Manufacturer narrative:
The instrument was returned and evaluated. Engineering cannot confirm whether or not the instrument had arced during the surgical procedure. Additional investigation has found that the arcing occurred only when the cautery instrument was energized, and the suction irrigator had been placed less than 1 cm from the energized permanent cautery hook instrument. Medical personnel at the hospital have been instructed to keep the suction irrigator at least 1 centimeter away from the permanent cautery hook instrument to prevent arcing. Ref: MDR 2955842-2004-00099, MDR 2955842-2004-00100, MDR 2955842-2004-00101, MDR 2955842-2004-00102 and MDR 2955842-2004-00103.

Event description:
It was reported that the permanent cautery hook instrument arced when the suction irrigator was placed close to it. No patient harm, adverse outcome or injury was reported. The hospital has reported 5 separate incidents of arcing that occurred on the following dates: fives times in 2004. Ref.: MDR 2955845-2004-00099, MDR 2955842-2004-00100, MDR 2955842-2004-00101, MDR 2955842-2004-00102, and MDR 2955842-2004-00103.